Manufacturer narrative:
Remove g02002.

Event description:
A customer reported that the pump screen went blank unexpectedly, and the led was not blinking. There was no adverse impact to the customer's blood glucose level. The pump needed to be plugged into a power source to turn back on, and its battery capacity was 20% or less. No power source alert or shutdown alarm was detected before the incident. Reportedly, the customer continued to use the pump for insulin therapy.